Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06982. It was reported the pt's scs ipg has not worked in six months. The pt stated he does not recall when was the last time he charged his ipg. The pt also stated he attempted to charge his ipg but it "would not work". An sjm representative contacted the pt and confirmed the ipg is inoperable and does not communicate with external devices. Additionally, the pt reported he experienced heating while charging. The pt was advised to consult with his physician regarding his ipg being inoperable. Surgical intervention may be undertaken to address the issues. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.